Event description:
Caller reported a malfunction on the pump, identified by malfunction code 12, which was addressed by technical support. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs.